Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. The service territory manager (stm) evaluated the iabp and could not start the iabp due to the high peak alarm caused by the front end board being out of calibration. The stm replaced the front end board and drive pressure transducer. The stm then completed full calibration, functional testing and safety checks to factory specifications. The iabp was cleared for clinical use and returned to the customer.

Event description:
The customer stated, before use/procedure the cs300 was alarming maintenance required code #1. The customer attempted to calibrate but claims the cs300 would not hold the settings. No patient injury, harm or adverse event reported.

Manufacturer narrative:
10/04/2017 08:51 am (gmt-4:00) added by (B)(6)

Event description:
The customer stated, before use/procedure the cs300 was alarming maintenance required code #1. The customer attempted to calibrate but claims the cs300 would not hold the settings. No patient involvement or adverse event reported.